Event description:
It was reported that during an unknown procedure, the device was in a pile in the or office with a note that states "the device did not release or fire correctly." It is not known how the case was completed nor if there were any patient consequences. No further detail available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Buckled knife. The analysis results found that one (B)(4) device was returned with the anvil closed the firing mechanism jammed and with a white cartridge reload loaded on the device. The reload was noted to be partially fired 1/10 . It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In order to open a locked device the reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. This is consistent with applying a high force to the firing trigger on a locked device.